Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2010, inratio: 5.5, re-test: 1.6, lab: <1.0. Five minutes between finger stick and venipuncture. Coumadin taken at bedtime night before blood draw. Doctor treated pt on the initial inratio meter reading.

Manufacturer narrative:
Investigation pending.